Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified a manufacturing nonconformity issued to the reported lot that contributed to this event. Additionally, a review of the complaint history indicated a lot specific quality issue. The investigation determined the reported material rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention was performed on the mid right coronary artery (rca) lesion. A 4.0x12mm xience sierra stent was directly implanted in the mildly calcified mid rca. Using the xience sierra dilatation balloon, dilatation was performed at 12 atmospheres for 15 seconds and then 16 atms for 25 seconds. During that second inflation, the balloon had ruptured. The delivery system was removed without resistance and another balloon catheter was used to perform additional dilatation. The stent remained fully apposed to the mid rca site. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.